Event description:
It was reported the patient underwent a initial left total hip arthroplasty. Subsequently, the patient experienced increasing pain and difficulty in the hip. Follow-up labs revealed elevated metal ion levels, and MRI showed an extensive pseudocapsule. During the revision, the pseudotumor was not able to be fully excised due to its size. In addition, metallosis, trunnionosis, adverse local tissue reaction, and poly wear were noted. The cultures taken during procedure were positive for staphylococcus hominis and the patient has been treated with antibiotics for this. All components were replaced without difficulty. It was reported the patient continues to experience sequelae from the initial implants. No additional information.

Manufacturer narrative:
(B)(4). Concomitant medical products: 15-103209 lot 804070 biomet taperloc microplasty femoral; s031140 lot 212850 biomet select magnum modular head; xl-108424 lot 723310 arcomxl ringloc acetabular liner; 1353c0 lot 251870 plug apical ext taper. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 02233; 0001825034 - 2022 - 02234; 0001825034 - 2022 - 02235; 0001825034 - 2022 - 02236.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed due to the review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: xray showed bone demineralization with lucency adjacent to the tip of the femoral and acetabular components. Large joint effusion with extensive synovitis which extended through the anterior pseudocapsule/pseudotumor. Findings were most consistent with metallosis and presumed altr secondary to metal hypersensitivity. There was no gross evidence of infection, bone quality was somewhat osteopenic. When the femoral head was removed carbonaceous deposits consistent with the diagnosis of metallosis/trunnionosis were noted. The acetabular liner had to be removed in a piecemeal fashion due to its thin and brittle nature of the remaining polyethylene. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, d9, g3, g6, h2, h6, h11. One m/h radial solid/apx shl 56mm item# 13-104056 lot# 286210 was returned for investigation. Upon visual inspection, the inner radius of the shell has scratches and scuffing visible with the od having debris. A complaint history review identified additional similar complaints for the reported items and part and lot combinations. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. The event is confirmed via returned product & medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.